Event description:
Customer called on (B)(6) 2011 reporting of erroneous high red blood cell count rbc (and derived hematocrit hct) and platelet results obtained on a coulter lh 780 hematology analyzer for two patient samples. Customer mentioned that due to a hemoglobin and hematocrit (h&h) check failed messages generated on both patient samples, reruns were done on another lh780. Customer believed the reruns to be correct and noted that erroneous results were not reported out of the laboratory. No injury or change to patient treatment resulted from this event. Customer did not provide instrument printouts of the event but gave verbal results obtained from the runs. Field service engineer (fse) found bubbles in the rbc dispenser pump. Fse proceeded to replace the pump and verified repair per established procedures. Fse mentioned that the diaphragm in the pump was worn from normal wear and tear which cause bubbles.